Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core and polymer coating were separated, 10.8 cm proximal to the tip ball. The core was separated, 10.2 cm proximal to the tip ball. The polymer was still intact. The separated core protruded through the polymer causing it to tear. The core was kinked, 3.4 cm proximal to the tip ball. The noted separated polymer coating, tear in the polymer coating and kink in the core appears to be the result of the guide wire separation as there was no reported damage during inspection prior to use. The scanning electron microscopy (sem) analysis of the guide wire suggests that the core fractures may be attributed to ductile overload at a bend. The core fractures in two locations approximately 6 mm apart. Both fractures were on an oblique plane and exhibited a woody texture, bent profile and dimples. A guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal end to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. Patient anatomy, lesion morphology, and/or resistance between products can all be factors. Reportedly, the separated portion of the guide wire was successfully retrieved. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Reportedly, the whisper guide wire was used during an anterior tibial artery angioplasty and it should be noted in the instruction for use (IFU) in the intended use section that all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown whether the use of the guide wire in the anterior tibial artery contributed to the reported guide wire separation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported guide wire separation and there is no indication of a product quality deficiency.

Event description:
It was reported that during an anterior tibial artery angioplasty, the tip of the whisper wire detached into the patient. The tip was successfully retrieved. There was no adverse patient sequela reported. The patient had strong palpable pulses at the end of the procedure. Although requested, there was no additional information provided.